Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon testing by physio-control, the device delivered monophasic energy instead of biphasic energy, and delivered 185.7 j of energy instead of 200 j.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to part u35, the opto-isolator. The south east portion of the h-bridge was non-functional thus providing monophasic energy, and the negative phase of the energy current.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the device requires replacement of the system pcb assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon testing by physio-control, the device delivered monophasic energy instead of biphasic energy, and delivered 185.7 j of energy instead of 200 j.